Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed which found burn/damage to the dc connector flex to the main board. The customer's problem was duplicated. The cause of the issue was probably an over-tightening of the dc jack and the mainboard being defective. The mainboard was replaced to fix the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was smoke coming from input connection, thus there was a new power supply, and it was still not charging. There was unknown patient involvement and unknown harm/adverse event reported.